Manufacturer narrative:
The customer reported the filter was clogged and returned one used sample of material (B)(6), lot 23109126. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1 ml/hr for 24 hrs. No observation on occlusion was observed. The customer complaint was unable to be replicated. The root cause is unknown without an observed failure. Device history record review for model 20129e lot number 23109126 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 20129e, batch number#: 23109126 . It was reported by customer that at 2342 lipids filter was hung with lipids tubing. At 0358 lipids filtered clotted off and to be replaced. Verbatim#: rcc received a complaint via email. Email(s) attached. Item description: tube IV ext w/ filter 1.2 mi , lawson# 221308, mfg# 20129e, lot# (10)23109126, qty: 1 ea. (B)(4). Description of problem: at 2342 lipids filter was hung with lipids tubing. At 0358 lipids filtered clotted off and to be replaced. Please initiate the return and credit. Also make sure to use our choc report number for all communication.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.